Event description:
It was reported that: "patient was descending stairs and fell on buttocks. Came to ER with hip pain. Femoral head was broken in pieces. Dr revised the hip and was satisfied."

Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.